Event description:
It was reported that during an unspecified treatment procedure, a shaft fracture occurred. The shaft of the 6x79x1350 sentinol vascular stent delivery system fractured prior to deployment of the stent. The device was removed without incident. No patient injuries or complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the retuned device was received with the exterior tube detached near the proximal hub. Visual and tactile inspections revealed that the adhesive bond from the shaft to the hub was sufficient and intact. The hub, with an adhered portion of the shaft, was pushed distally over the fracture surface which exhibited stressed and broken stainless steel braid due to manipulation forces. There is no evidence of specification non-conformances. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a shaft fracture occurred. The shaft of the 6x79x1350 sentinol vascular stent delivery system fractured prior to deployment of the stent. The device was removed without incident. No pt injuries or complications were reported.